Event description:
Related manufacturer reference numbers: 2017865-2024-65381. It was reported that a patient presented remotely via merlin.net. Upon review of transmission, it was found that the right-atrial (ra) lead exhibited under sensing and right-ventricular (rv) lead exhibited r-wave amplitude variation. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.